Manufacturer narrative:
The root cause of the access site bleeding issue was most likely use related as hemashield gold graft and also non abiomed products, plus st 0.018 in guidewire was used and 8 x 25 cm pinnacle sheath were used.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, blood was noted to weeping from the hemashield gold graft. Large albumin was given and one unit of packed red blood cells were given due to blood loss. The doctor assessed the subclavian pocket and noted that the graft was weeping more than average. The decision was made to explant the impella device in attempts to prevent a bleeding complication. The procedural outcome was the patient survived the surgery.